Event description:
It was reported that the device was explanted and replaced due to the field safety corrective action, bio-lqc, initiated in (B)(6) 2021. The ICD was implanted and active for approx. 59 months and there was no particular complaint about the device performance.

Manufacturer narrative:
Upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. Battery trend data showed a temporary voltage drop followed by recovery of the battery voltage back to normal values. Please note, this ICD is subjected to the field safety corrective action, bio-lqc, initiated in march 2021.